Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a ongoing episodes of slow ventricular tachycardia at the post operative follow up. The ventricular tachycardia zone was reprogrammed and one anti-tachycardia pacing was delivered automatically from the device. The cardiologist started an anti-tachycardia pacing using the programmer. The physician was not able to find either the episode nor the therapy in the stored memory. The device remains in use. No patient complications have been reported as a result of this event.